Event description:
A doctor reported that there was a lead warning for low impedance, but with only 9 low outputs counted. The technical consultant stated that a low count like this is usually due to interference, but the patient denied having been exposed to cautery on the date of the warning. The lead remains in use. No patient complications have been reported as a result of this event. Further report of low impedance. The lead was capped.

Event description:
A doctor reported that there was a lead warning for low impedance, but with only 9 low outputs counted. The technical consultant stated that a low count like this is usually due to interference, but the patient denied having been exposed to cautery on the date of the warning. The lead remains in use. No patient complications have been reported as a result of this event. Further report of low impedance. The lead was capped. It was further reported that the patient had complained of palpitations.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A doctor reported that there was a lead warning for low impedance, but with only 9 low outputs counted. The technical consultant stated that a low count like this is usually due to interference, but the patient denied having been exposed to cautery on the date of the warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.